Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The stand alone board was replaced and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: analysis was completed for the standalone relay board that was returned. Through visual/physical examination the reported issue was confirmed. The standalone relay board failed visual inspection. Components r20 and r21 were electrically over stressed; bench test was unable to be performed due to over stressed components. Additionally, there was a short between output 1 and 2 on the board. It was determined that there was an electrical failure with the standalone relay board and that the board was faulty. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The standalone relay board has been received by the manufacturer, but analysis results are not yet available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant was initializing for over an hour after the imaging system was turned on. After restarting the system, single beeps were heard from the image acquisition system (ias). Error logs from the system showed ¿total amount of free virtual memory available for .net heap mana¿¿ for every minute in the morning. The logs also showed ¿opening frame grabber failed.¿ there was no patient present when this issue was observed.